Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the jaws did not close at the 5th firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4) = release button. The analysis found that one pse60a device was received for analysis without cartridge reload. Furthermore, the device was found to have the clamping mechanism damaged. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage suggests the device was forced to open with the knife not in the home position by pulling the closing trigger to home. No further functional test could be performed due to the condition of the device. However a dry fire was performed and the firing mechanism worked as intended. Furthermore, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.